Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files from the case were analyzed and did not show any system notices for the date of event. Bin files showed that at least 15 injections were performed with the catheter.

Event description:
Medtronic received information of a patient death. Patient experienced a drop in blood pressure during positioning for the 5th ablation in the left atrium (the 2nd ablation in the left inferior pulmonary vein). A pericardial effusion was seen on the intercardiac echocardiography. Pericardiocentesis performed to drain the blood from the pericardial sac. Patient's blood pressure remained at 40/20 while physician withdrew 1l and 600ml of blood from the pericardial sac. It was determined that the patient was still bleeding excessively from the effusion and was still hemodynamically unstable. A cardiothoracic surgeon opened patient's chest to access the damage and performed open chest CPR. The patient was pronounced dead. Device 1 of 3, reference MFR report: 3002648230-2014-00173 and 3007798852-2014-00015

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.